Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 16aug2021, it was reported that the device was placed in the pleura. Patient activity level was described as "free moving."

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for chest drainage. The nurse noticed the catheter was broken or cut during a routine dressing change. The tube was clamped, and the patient underwent a chest tube reinsertion procedure. The patient was not in distress and vital signs were stable. Provided photos showed a clean separation/cut of the catheter shaft. No other adverse effects were reported. In additional information received on 16aug2021, it was reported that the device was placed in the pleura. Patient activity level was described as "free moving." Investigation evaluation: reviews of the complaint history, documentation, instructions for use (IFU), and quality control procedures were conducted during the investigation. Photos provided by the customer were also reviewed. The complaint device was not returned to cook for investigation. As such, a device failure analysis could not be conducted. A photo provided by the customer showed complete separation of the catheter shaft. A lot number was not provided; therefore, cook was unable to review the device history record. The product IFU cautions ¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." The information provided upon review of the complaint file, dmr, IFU, dhf and review of photos suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and evidence displayed per the provided photos, a root cause could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: senior clinical risk advisor, (B)(6) health services. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for chest drainage. The nurse noticed the catheter was broken or cut during a routine dressing change. The tube was clamped and the patient underwent a chest tube reinsertion procedure. The patient was not in distress and vital signs were stable. Provided photos showed a clean separation/cut of the catheter shaft. No other adverse effects were reported.